Event description:
A durastar balloon was used to post dilate a cypher stent in the proximal rca. The balloon ruptured at 12 atm, no injury was caused to the patient. Ivus was used to confirm that the stent was well apposed to the arterial walls.

Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.